Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer's reported that the patient had high blood glucose and she is in the hospital and the doctor had her to call. The nurse stated they will like for some medtronic to come and help with the pump.